Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic with intermittent atrial oversensing, caused by noise. The noise was unable to be reproduced. No intervention was performed. The patient will continue to be monitored.